Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was initially performed without incident on october 7, 1998. Approximately three weeks post procedure, the pt returned with vaginal drainage, urethral irritation and vaginal dehiscence of the sling material. The sling was removed on october 27, 1998 without incident. The pt remains continent. The device has not been returned by the user facility. Therefore, no failure analysis is available. Co's directions for use outline as potential complications: "loss of suture support may produce dehiscence at the implant wound site...loss of fixation and/or visualization of implanted graft material. A variety of materials utilized with soft tissue implants have been known to cause cancer and other adverse reactions such as tissue sensitivity and tissue erosion."